Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to connect with the patient controller following an esophageal surgery. Troubleshooting was unable to resolve the issue. The patient's husband stated the scs system was turned off prior to the surgery but the ipg was not set to surgery mode. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information received identified the patient had her scs ipg replaced with a new one. The patient had the scs system turned on and effective stimulation therapy was restored.